Manufacturer narrative:
Evaluation summary: the device was visually inspected and no physical damage was found. Delivery accuracy tests found the pump to be over delivering the control limit specification of +/- 3%, but well within the published specification of +/- 6%. Although the testing results and device history record (DHR) review were found to be in compliance and were unable to confirm the allegation or identify a root cause of the allegation, the pump's expulsor was trimmed in order to bring the delivery into a more nominal range as a preventative measure.

Event description:
Distributor requested repair of an infusion pump due to a failed flow rate test of 7%.